Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of non-sustained ventricular tachycardia (nsvt) resulting in an inappropriate shock. Device data review is expected to be completed at a future date. This device remains in service. No adverse patient effects were reported.